Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 800 occlusive cuff was visually inspected and microscopically examined. Product analysis identified scaling on the cuff. However, the scaling noted would not impact the cuff function. There was a leak in the cuff shell that was the result of wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A product malfunction was confirmed that could be the probable cause for the reported urinary incontinence. The allegation of atrophy could not be confirmed through product analysis. The ams 800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 62.6 cmh2o. It is rated at 61-70 cmh2o. The device performed within product specifications. The ams 800 device was visually inspected and microscopically inspected. A leakage test revealed no leaks in the pump or kink resistant tubing (krt). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump passed functional testing , and performed within product specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 927355016, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 936072004, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site of his artificial urinary sphincter (aus). All components were removed and replaced with a new aus system. The patient had a 6.0 cm cuff which was replaced with a 5.5 cm cuff. The previous cuff was the correct size at time of original surgery and was placed in the correct location. The patient had a good outcome with no further complications.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 927355016, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 936072004, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site of his artificial urinary sphincter (aus). All components were removed and replaced with a new aus system. The patient had a good outcome with no further complications. Additional information received. The patient had a 6.0 cm cuff which was replaced with a 5.5 cm cuff. The previous cuff was the correct size at time of original surgery and was placed in the correct location.